Event description:
Treatment of a large, unruptured, amorphous aneurysm measuring 10 mm x 6 mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. The patient's anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (5.00 mm x 20 mm) would not fully open at the proximal end. Many attempts were made to open the pipeline by using several common deployment techniques, but were unsuccessful. Therefore, the pipeline was removed from the patient and another pipeline was used to finish the procedure. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was found fully opened with damaged braid. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).